Event description:
It was reported that the right atrial (ra) lead exhibited non-physiologic noise and far-field r-wave (ffrw) oversensing. The ra lead remains in use. It was noted that the remote monitoring network electrograms (egm) were not reflecting what the programmer was actually sensing. The right ventricle (rv) sensing was set to bipolar, but the egm was configured to be unipolar, while the atrial lead was set to unipolar with the egm configured to bipolar. As a result, the atrial lead displayed significant noise and short, non-physiologic intervals of 100 milliseconds (ms). The blue waves, representing far-field r waves, were visible on the egm; however, the programmer analyzer did not sense them most of the time. It was recommended to correct the egms to match the programming and to either adjust the atrial lead sensitivity to 0.6 or switch to bipolar sensing. The programmer is expected to be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID carelink, product ID mdt-programmer, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.